Event description:
Reporter stated that pt obtained a blood glucose result of 451 mg/dl, while using the suspect device. Based on this result, pt reportedly sought treatment in the emergency room. Reporter indicated that, within 30 minutes, pt's blood glucose was tested on a hosp device with a result of 106 mg/dl. No treatment was received. Pt's current condition: not feeling well, experiencing dizzy spells. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.